Manufacturer narrative:
Follow up required to highlight change in investigation codes from to reflect presumed recall affected investigation codes by removing 11 and 4105 codes on type of investigation.

Event description:
User reported 2 false positive results. Negative pcr. This is report 2 of 2.

Event description:
User reported 2 false positive results. Negative pcr. This is report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(4) (3014862188-2021-01946: test 1 of 2).